Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to moisture damage on keypad traces. No button error alarms were noted during testing however, moisture damage was noted on motor assembly. No further troubleshooting possible due to unresponsive keypad.

Event description:
It was reported that customer's insulin pump had a button error. The device also alarmed motor error two days ago. Customer was able to clear the alarm and continue use. Customer's blood glucose was 9.9 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).